Manufacturer narrative:
This event occurred in (B)(6). For the medwatch on the ft4 reagent, refer to medwatch with the patient identifier (B)(6). For the medwatch on the tsh reagent, refer to medwatch with the ai patient identifier (B)(6).

Manufacturer narrative:
Additional information has been provided. The ft3 result from the sample tested on the e-module on (B)(6) 2014 was 14.7 pmol/l. The ft3 result from the sample tested on the auto delfia on (B)(6) 2014 was 5.1 pmol/l. The new sample was actually drawn on (B)(6) 2014, but tested on (B)(6) 2014.

Manufacturer narrative:
Three vials of sample from the patient were returned for investigation. The customer's elevated ft3 and ft4 results were reproduced. The presence of an interfering factor to streptavidin was identified. This interference is covered in the product labeling.

Event description:
The customer alleged they received questionable free thyroxine (ft4), free triiodothyronine (ft3), and thyrotropin (tsh) results for one patient. The customer provided the following data from a sample tested on (B)(6) 2014. The ft4 result was 68.3 pmol/l, ft3 result was 18.9 pmol/l, and tsh result was 0.49 miu/l. On (B)(6) 2014, a new patient sample was tested on an e-module. The ft4 result was 62.0 pmol/l. The customer stated it was re-run with results of 50 pmol/l to 100 pmol/l. The ft3 result was either 14.7 pmol/l or 18.9 pmol/l. Clarification was requested but not provided. The tsh result was 0.55 miu/l. The sample was sent to another laboratory and tested with an auto delfia method on (B)(6) 2014. The ft4 result was 15.6 pmol/l. The ft3 result was either 5.1 pmol/l or 14.7 pmol/l. Clarification was requested but not provided. The tsh result was 0.93 miu/l. The customer stated they were "in connection" with a doctor about these results, so no wrong results have been sent out. The customer also stated they reported an ft4 result of 68.3 pmol/l, ft3 result of 18.9 pmol/l, and tsh result of 0.49 miu/l. The patient was not adversely affected by this event. The customer provided a serial number for one e-module of (B)(4). Which e-module that had this serial number was requested but not provided.